Manufacturer narrative:
Concomitant medical products: pco1510(lot#: pih00151); unk protack(lot#: unknown). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a bilateral inguinal hernia. It was reported that after the implant, the patient experienced mesh migration, recurrence, adhesions, hydrocele, peritoneal flap with few tears, swelling, fluid collections, scarring, drainage of serous fluid, and pain. Post-operative patient treatment included revision surgery, testicle removal, hernia repair with mesh, removal of mesh and 2 spiral tacks, medications, and hydrocetectomy.